Manufacturer narrative:
The device was returned for analysis. The reported physical resistance / sticking and difficult/ delayed activation were unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that the device was bent in the mildly calcified, mildly tortuous and 80% stenosed anatomy resulting in preventing the shaft lumens from moving freely; thus resulting in the reported thumbwheel difficulties and the reported difficulty deploying the stent; however this cannot be confirmed. The investigation determined a conclusive cause for the reported physical resistance / sticking and the reported difficult or delayed activation cannot be determined. The treatment appears to be related to the operational context of the procedure as reported the handle had to be opened to fully release the stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous de novo iliac artery that is 80% stenosed. The lesion was prepped with a 8x60mm armada 35 balloon at 8 atmospheres for 2 minutes. The 8.0x60 absolute pro self-expanding stent system was advanced with a supracore 35 guide wire to the target lesion. When deploying the stent after about four fifths of the stent being deployed the thumbwheel became difficult to turn. The handle had to be opened to fully release the stent. The delivery system was removed under fluoroscopy. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.